Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured during valve deployment. The balloon was partially inflated. Post dilation was performed to assure full expansion of the valve. The tear was observed to be traverse, resulting in the implant team pulling the 14 fr esheath+ and balloon out as a unit. There was no injury to the patient. Per report, significant calcium was noted in the leaflets, annulus and lvot. Per engineering imaging review of images received, the liner was observed to be delaminated.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual examination of the returned device was performed, and the following was observed: the esheath shaft had curvature. The esheath liner was fully expanded, as designed. A full circumferential liner delamination about 2 inches from the distal tip. The c-marker band was still attached. Liner bunching at distal end of the delaminated portion. The esheath distal tip opened as designed. Review of procedural imagery was performed, and the following was observed: calcification in patient's access vessels. Tortuosity in patient's access vessels. Post procedural shows punctured on strain relief and liner sheath with bent valve exposed on the liner sheath. Post procedural shows balloon ruptured at sheath distal tip. Liner appears delaminated and bunched near distal end. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigation's include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed. Investigation results suggest/indicate (withdrawal of burst balloon) may have caused or contributed to this complaint event. No edwards defect or manufacturing non conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.